Event description:
During a laparoscopic nephrectomy procedure, the product worked for a couple of hours and then would not function. All checks were performed on the instrument with no success. A new instrument was used for the remainder of the operation. There was no reported pt consequence.